Manufacturer narrative:
This report is submitted on march 10, 2022.

Event description:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced skin breakdown at the magnet site. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). This report is submitted on april 04, 2022.